Manufacturer narrative:
Implant fracture during insertion. The implant needed to explanted. No implant fracture was found during the product evaluation. The reason for the complaint / problem description is not comprehensible. The implant chambers are severely deformed in both the insertion and removal directions, indicating strong forces acting on the implant during insertion. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fracture during insertion. The implant needed to be explanted.